Event description:
Reporter stated that patient obtained blood glucose results of 20.8 mmol/l and 9.6 mmol/l, within 2 minutes, on the accu-chek mobile system. Patient did not modify therapy based on these results. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).